Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer¿s wife reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 527 mg/dl. Customer reported that insulin pump had unexpected restart alarm. Customer stated that they were able to clear the alarm and able to complete rewind process. Customer was treated for their high blood glucose with insulin pump. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.